Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. The manufacture date for strip lot 1020814 is 07/27/2010.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lots reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
An omnipod pump user reported receiving higher than she felt readings of 119 mg/dl and 65mg/dl on their omnipod using the fs test strips. The customer further reported because she "was using incorrect strips" she experienced a hypoglycemic episode with grand mal seizure. The customer was transported to a local hospital via paramedics were she received unspecified intravenous treatment. The customer did not know if she was diagnosed with hypoglycemia and stated she "has seizure disorder (and) this is the way she reacts to low blood sugars." In addition, at the hospital customer had serve headache and took aspirin to counteract the event. There was no report of death or permanent impairment associated with this medical event.